Event description:
During a colonoscopy procedure, the physician used a cook instinct endoscopic hemoclip in the ascending colon near the cecum. The clip was attached to the tissue site. The physician believes the drive wire disconnected at the distal end. The clip was unable to be reopened for removal from the tissue site. This reasonably suggests the clip was pulled away from the tissue site. The physician stated that they needed to place more clips to adequately close the lesion and complete the procedure. A section of the device did not remain inside the patient's body. Other than more clips needed during the same endoscopy procedure, the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experienced any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved found the drive wire to be separated inside the handle. The proximal end of the drive wire did not show the typical bowing as a result of the manufacturing process, so the handle spool was disassembled to inspect the condition of the securing component tip. The tip showed deformation where it contacted the drive wire thus indicating proper assembly of the securing component. Using hemostatis to grasp the drive wire, the clip was opened and closed. Opening and closing of the clip was smooth over the entire range of motion. The device was advanced into pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. Using hemostats, the clip did successfully deploy on simulated tissue with an expected amount of force. The drive wire was removed from the device, visually examined and determined that the drive wire was correctly manufactured. The hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for lot number on the open pouch of returned product was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record for the lot number returned with the complaint device confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaints trends.